Event description:
It is reported that when the surgeon triggered the drill, the blade became lodged in the sleeve. Metal debris had to be cleaned out of the operative site.

Manufacturer narrative:
Eval: as returned, the patella reamer blade exhibits galling and wear around the side of the device. Inspection of the device indicates that a localized area of the outside diameter is oversized by approx 0.002". It can not be determined with certainty that this oversized condition was present at the time of manufacture, due to the condition of the device. However, this device was manufactured prior to manufacturing process improvements to ensure the outside of diameter is within specification. In addition, even with the oversized condition that the device was returned with it still has a diametrical clearance of 0.008" with the mating component. Given this, the cause of the reamer blade being lodged in the sleeve may have been induced by the surgical technique and not the physical attributes of the reamer blade. The exact cause can not be determined.